Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive flu b result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing) and individual analyte sofia testing. An additional patient event was also communicated which is captured on a separate report.